Manufacturer narrative:
The customer declined the option to have their glide scope avl video baton 3-4 returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on august 7, 2017, and is passed the two (2) year expected product life as outlined in the glide scope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, three (3) years and three (3) months, caused, or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glide scope avl video baton 3-4, there was no image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.